Event description:
Legal counsel for the patient reported that the patient underwent total hip arthroplasty in (B)(6) 2009. Subsequently, a revision procedure was performed in (B)(6) 2012 due to patient allegations of pain, inflammation, component loosening, and lack of mobility. A review of invoice history confirms total hip arthroplasty occurred on (B)(6) 2009 and the revision procedure occurred on (B)(6) 2012. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿, and 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwath reports will be submitted, if necessary.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.